Event description:
Device 3 of 3. Reference MFR reports: 1627487-2011-02048 and 1627487-2011-02049. The pt received her scs sys, including an ipg and two percutaneous leads, on (B)(6) 2009. It was reported the scs sys was explanted and not replaced due to ineffective stimulation. According to the pt, the scs therapies covered the desired areas but would "fade" shortly after each reprogramming session. The explanted products were returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.